Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that the epg (external pulse generator) was attached to a patient when the hospital staff found that it had stopped. It was further noted that the battery specified by medtronic (B)(6) was not used. The terminal of the battery used had a plastic ring cover. There were no patient complications as a result of this event. The patient had their own intrinsic rhythm.